Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a meal bolus before going to bed and went to sleep without managing diabetes. Reportedly, the customer experienced a blood glucose level of 70 mg/dl and experienced a seizure. To address the bg level, the customer consumed juice. The customer reported that the low bg was not due to an issue with the pump and that the pump was functioning as intended.